Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface guiding sheath wherein an issue of air flowing back into the side port occurred. There were no patient consequences. Product evaluation details: the device evaluation has been completed. The device was visually inspected and a kink was observed on the body shaft of the unit at 20.0cm from distal tip. However, no other anomalies observed on the side port of unit. The cap was detached from the catheter hub and the hub ring outter diameter (od) and brim cap inner diameter (ID) were measured they were found within specification. Also, the cannula body shaft od and ID were measured at 19.5 cm from distal tip, near to the kinked area and results were found within specification. Then, the lab sample syringe was filled with water and was attached to the stopcock of the received unit and pressure was applied into the preface unit. The negative pressure was applied to withdraw the liquid from the unit and neither a leakage nor air was drawn into the tube and syringe, nor any another anomaly was observed during the performed test. The hub of the preface was inspected under the lab vision system and the retention ring was observed properly molded. No damage conditions were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The complaint reported by the customer was not confirmed since no anomalies were observed neither on the side port, nor on the valve cap or on the hemostasis valve of unit. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/10/2018. Initial visual analysis identified a "kink on sheath approximately 20 cm from distal tip, however, no other visual damages.¿ these findings have been assessed as not reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The manufactured date and expiration date have been provided. Therefore, fields expiration date and device manufacture date have been populated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface guiding sheath wherein an issue of air flowing back into the side port occurred. There were no patient consequences. During the procedure, when it was confirmed that blood was in the side port, air entered into the tubing and syringe. Case proceeded while continuously monitoring for air. Procedure was completed without patient consequences. Patient has not exhibited any neurological signs or symptoms since the procedure